Manufacturer narrative:
This report is submitted on january 5, 2021.

Event description:
It was reported the device was explanted (specific date not reported). The patient has been reimplanted with a new device. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on 22 april 2021.